Manufacturer narrative:
The device has not been returned/received to date and insulet has not been informed of any updated information. The insulet cloud system was checked for data from the user. Cloud data was found to be available up until 23:03 on (B)(6) 2026 with no deactivation or discard record present for the last pod recorded in the cloud, which was activated at 22:52 on (B)(6) 2026. Based on this, it can be determined that the controller lost connection with the cloud shortly after 23:03 on (B)(6) 2026 and connection was not able to be reestablished. It could not be determined if the user had a pod active and was using the system at the time of the reported event ((B)(6) 2026) and so it could not be determined if the system contributed to the reported event. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's spouse to insulet on (B)(6) 2026 that the patient passed away on (B)(6) 2026. Additional information solicited from the spouse on (B)(6) 2026 stated that the patient died after experiencing cardiac arrest. The reporter was not informed of any further information by the hospital, including if the cause of death was diabetes-related. No blood glucose levels were provided. It was reported that, over the weekend prior, the patient was using fingerstick testing their blood glucose level. The reported stated the patient had received a new heart valve in 2015 following open-heart surgery and suffered a heart attack in (B)(6) 2020. No further information was provided. If additional information is received, a supplemental report will be submitted.